Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of scope communication error code e216 is traced to component failure. However, probable cause of foreign objects in nozzle, dirt in scope cover, shield cover and outside shield cover unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in nozzle, dirt in scope cover, shield cover and outside shield cover unit. In addition, the scope displayed communication error code e216. There was no patient involvement.